Event description:
Maquet cardiovascular received a per on 11/12/2008 from our international affiliate stating, "the loading of three seals into the delivery device was not possible. These products could not be used. The surgeon used a replacement heartstring seal to complete the procedure." Additional information was provided to maquet cardiovascular on 12/03/2008 stating, "the hospital reported that during preparation for a coronary artery bypass graft surgery, three heartstring seals unraveled while loading the seals into the delivery tube. No patient complications were reported by the hospital." Based on this additional information provided on 12/03/2008, it was determined that this is an MDR reportable event. This report is for the third seal.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.